Event description:
It was reported that the patient presented to the emergency room. Interrogation of the patient's pacemaker revealed noise over-sensing the patient's right atrial lead. The noise was likely due to lead damage from the patient movement; violent jerking of the left arm. Programming changes were made to resolve the issue and no patient symptoms were reported.